Event description:
It was reported that smoflipid leaked from port 2 during use of a valve set; further described as "little bit of ingredient is leaking down into the common fluid channel from port 2". The issue was identified during preparation at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot #: the customer reported lot 60339484 which is not recognized as a valid lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.